Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that her child was wearing the pod when seeking medical attention on (B)(6) 2024, due to high blood glucose levels (700 mg/dl) that did not come down with correction boluses. The child was diagnosed with diabetic ketoacidosis (dka) and hospitalized for two days, discharged on (B)(6) 2024. Symptoms included vomiting. Treatment involved insulin and fluids. The pod was worn for about 3-4 hours before seeking medical assistance. No recent messages or alarms were displayed on the omnipod 5 app. The cannula appeared normal, and there was no redness, swelling, or insulin leakage at the pod site. The pod was lost during a move, so it cannot be returned for investigation.